Event description:
Sales rep reported that the surgeon used 2994 on vaginal cusp, after closing with v-lock and 2 weeks post-op patient came back fine following a laproscopictotal hysterectomy procedure. On week 3 there was bleeding found and one side of the cusp was dehisced.